Event description:
"He arthroplasty was revised due to loosening of the tibial component. The tibial components were revised. The components were implanted in situ for 0.59 yr. The pt presented with a ucla score of 2 three months prior to revision surgery." Note: med records and x-rays were not provided to stryker for review.